Event description:
Routine complaint investigation identifies a false low blood glucose reading. The user allegedly compared their capillary blood glucose results with a laboratory reference device. The details of the system used by the customer are not known. Not strip lot info has been provided by the customer. The product's calibration is not known. These results under certain conditions, could have adverse clinical effects. No injuries were reported in the field.